Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) observed and found helium low alarm and helium pressure transducer failed. Fse replaced the high pressure transducer. Functional check according factory specifications. Return machine to customer for clinical use. The failure analysis and testing dept. Received part number high pressure transducer serial number with a reported unit failure of helium low alarm. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed part number high pressure transducer serial number into the cs300 test fixture serial number and tested the transducer to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat dept. Verified low helium alarm. The pressure transducer failed testing. Retaining the transducer in the fat dept. Per procedure number 0002-07-d008 rev. At. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Additional information: due to characterization limit e1 (event site full name: (B)(6) hospital). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by getinge field service technician (fst) during preventive maintenance that cs300 intra-aortic balloon pump (iabp) has helium pressure transducer failed. There was no patient involved.